Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported that approximately 11 months post implant of bifurcated, an infrarenal aortic extension and a limb extension the graft slipped down the neck. Reportedly, the patient came in for a follow up and physician noticed on the scan that the stent needed to be extended to prevent future issues. Therefore on (B)(6) 2014 the physician treated the patient with a suprarenal aortic extension. The patient tolerated the procedure well.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been unconfirmed. The device remains implanted in the patient, hence device evaluation could not be confirmed. Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre-implant CT scan. However, product use might have been incongruent with the IFU due to the severely angled left iliac artery observed at 11 months post implant. Because there was no pre implant CT scan, the stent migration could not be substantiated, but the superior stent margin was 1.8 cm inferior from the lowest renal artery without a type ia endoleak. There was evidence to support a mid aorta type ii endoleak most likely from a lumbar source at the right posterior aspect of the sac. The secondary procedure was substantiated, but there might have been evidence of a small persistent type ia endoleak. The final patient disposition could not be established due to lack of information. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.